Event description:
It was reported the patient developed an infection at the IPG site which led to IPG removal. Date of removal is unknown. Once patient recovered a new IPG was placed on (b)(6) 2026 to restore therapy.

Manufacturer narrative:
Date of event is estimated.Date of explant is unknown.